Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from french to english: the department reports the following events: "q-syte leak (drip) at the syringe/valve connection". For information, the device has not been kept by the department, so we are unable to return it for expert appraisal.

Manufacturer narrative:
H.3. Device return not anticipated. If additional information becomes available a supplemental will be filed. B3. The date received by manufacturer has been used for this field.